Event description:
Pt underwent a left percutaneous nephrolithotripsy. A portion of a wire basket broke off. This piece was not able to be retrieved at that time. The physician felt that the pt would pass this piece into their bladder. In 2002, the pt was returned to surgery for removal of stone fragments, and exchange of ureteral stent. The basket fragment was removed at that time.